Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that this was not a software anomaly as there was a power surge in or which caused the communication error. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system while outside of procedure. It was reported that the site had an issue where the software was displaying that the camera was not connected and all the tool cards were displayed as red. The system had no tracking issues during a case performed in the morning. Representative reported that the operating room (or) experienced an electric surge. Representative was unable to confirm if the camera displayed as disconnected before or after the surge. The ndi tool box configuration utility was checked on for the positioning sensor unit (psu) which indicated no failures. The event logs also did not show any errors. Representative confirmed that unplugging the system from the wall and replugging it fixed the issue. The navigation system was actively tracking an instrument. There was no patient present when the issue occurred.